Event description:
It was reported that balloon rupture occurred. The patient presented with angina and undergone percutaneous transluminal coronary angioplasty. A 15mm x 2.50mm nc quantum apex balloon catheter was used but the balloon blasted. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address: (B)(6). G4 premarket / 510(k) #: k160823. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.